Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the wire connecting the sorter to the aia-900 was pinched. The fse adjusted the pinched wire and rebooted the system. The aia-900 instrument is operational. No further action is required by field service. The most probable cause for the aia-900 instrument was turning on but not initializing was a pinched wire.

Event description:
On (B)(6) 2017, a customer reported that the aia-900 instrument was turning on but not initializing. The customer stated that he was able to hear the internal fans running but there was nothing displayed on the screen or any lights. He attempted to bypass the power-var by plugging it into a different receptacle and encountered the same issue. The customer is unable to run patient samples on pth kidney marker. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.